Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v947057, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37092, lot# 267130002, implanted: (B)(6) 2011, product type: accessory; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was uncertain. It was unknown if the patient¿s lead had migrated but imaging was performed (B)(6) 2013 and the results were noted as ¿? Anterior and dorsal.¿ the patient experienced less than complete benefit. The patient did not require hospitalization due to the event. No patient injury was reported.

Event description:
It was reported the patient stated their device was not working and they were not responding to the therapy. It was stated the patient was worse than before and they had a tremor on the left side of their body that they did not have before the implant. It was noted the patient was having speech issues since their implant. Reportedly, the patient¿s lead that was in the right side of their brain to control the left side of their body was off placement by 6 mm which was confirmed by an x-ray. It was noted the patient was going to have a revision surgery in the future and the device had not been programmed well. It was stated the initial programming after their implant made them go ¿crazy¿ and ¿banging his head against the wall and literally going crazy.¿ it was noted the settings were lowered which allowed him to calm down.

Manufacturer narrative:
(B)(4).